Event description:
It was reported that the charger did not charge the pump efficiently, with intermittent charging that was slower than expected, and troubleshooting with the user confirmed that the pump and charger appeared to function but charging performance remained suboptimal. Customer care provided assistance which included technical support troubleshooting and user education. Investigation of this case revealed a suspected charger performance issue without evidence of device malfunction during guided checks. It was concluded that a replacement charger would be provided and the event was not associated with patient injury or medical risk.